Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet insulin pump and synced mobile app experienced recurrent afternoon low blood glucose readings, with cgm alerts indicating values around 40¿60 mg/dl, after post-breakfast hyperglycemia that persisted until late afternoon, despite consistent meal announcements and temporary higher exercise targets. Symptoms included hypoglycemia. Outcomes included no reported injury, no need for external assistance, and no hospitalization. Investigation included review of use conditions, discussion of algorithm operation and exercise best practices, confirmation of alerts, and user education with plans for a factory reset due to an incorrect body weight setting. Investigation of this case revealed no device malfunction identified and contributory use-related factors were considered, including grazing patterns, unannounced snacks under 15 grams, exercise target adjustments, and an incorrect weight input. It was concluded that the cause of the hypoglycemia was unclear and that the device functioned as designed, with user counseling provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.